Event description:
It was reported that the patient underwent a removal procedure. During the removal of the bone screw the tip of the driver broke off. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visual and optical inspection confirms the tip is not broken. The tip has been deformed, with the approximately ~1mm of the tip plastically deformed, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specification. The above findings are consistent with torsional overload.